Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. Device not returned.

Event description:
It was reported that the pump shutdown due to insufficient battery power. Customer had elevated blood glucose levels (337 mg/dl). Customer delivered a bolus to address elevated bg levels. The pump turned back on when plugged into charge. Tandem technical support guided the customer through reloading the cartridge onto the pump to resume insulin delivery.